Event description:
The 3.0x28mm cypher stent did not cross the lesion in the mid right coronary artery (rca). As a result, the stent fell from the balloon. No add'l info was given.

Manufacturer narrative:
This device cra 28300 (lot i0106107) is distributed outside the us; however it is similar to the us product. A report was rec'd that a cypher was associated with a failure to cross and stent dislodgement. Several investigational attempts have been made to obtain add'l info. At this time, there has been no add'l info rec'd regarding the pt demographics or medical history. It was reported; a cypher (cra 28300) did not cross the target lesion in the mid right coronary artery (mid rca). Add'l info regarding procedural details and vessel characteristics has not been forthcoming. The stent was reported to have dislodged from the balloon. There was no report of pt injury. Product analysis was unable to be completed. A device history record review for the implicated lot revealed the product met all quality requirements for product acceptance. Crossing profiles were found to be within specs. Conclusion: based on the limited info provided, it is not possible to establish a clinical relationship between the reported event and the product. There may have been procedural and/or vessel characteristic, which may have contributed to this event.